Event description:
Plate removed from patient as it is possibly defective; ortho surgeon asked it be returned to the manufacturer for inspection. Patient had been experiencing neck pain, difficulty swallowing, left shoulder pain. Pre-op diagnosis: degenerative cervical disc. Post-op diagnosis: cervicalgia w/central hnp and cord compression c4-5. Retained anterior plate with evidence of partial screw loosening and backout left c7. Procedure: cervical spine hardware removal anterior c5-7 (n/a) cervical disc replacement, arthroplasty, c4-5 mobi-c, c4-c5. Anterior cervical disk arthroplasty c4-c5, removal of anterior plate c5-c7. Manufacturer response for spine hardware plate, synthes spine (per site reporter): vendor representative was made aware at time of surgery. Response is unknown.